Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer confirmed using a tandem charging cable and wall adapter, but despite multiple attempts, the pump did not begin charging. As no other charging accessories were available, technical support decided to send a replacement tandem cable and wall adapter via two-day shipping and planned to follow up with the customer. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
Remove MDR code g02002, added MDR code g02004, and updated b5.

Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer confirmed using a tandem charging cable and wall adapter, but despite multiple attempts, the pump did not begin charging. As no other charging accessories were available, technical support decided to send a replacement tandem cable and wall adapter. The issue was resolved with the new charging supplies.